Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, intermittent atrial undersensing was observed. Upon interrogation, several auto mode switch (ams) episodes were noted. The physician elected to increase atrial max sensitivity to 0.2 mv to help reduce the undersensing. No noise was producible with isometrics or pocket manipulation. The patient was stable and will continue to be monitored.